Event description:
The customer reported that the device failed to power up and that its battery was discharged.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up and that its battery was discharged. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.